Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was obtained additional information that the type and the number of microbes detected from the sample collected from the subject device by the routine microbiological testing at the user facility was pseudomonas spp. (3 cfu/100ml). The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the french guideline. (B)(4) checked the subject device and found the following. The distal end insulation test had failed. The adhesive of the bending section rubber was worn out. The angulation did not meet specification. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user facility and (B)(4), there was the possibility that this phenomenon was attributed to the following. There was a difference between the reprocessing method performed by the user and the reprocessing method recommended by the instruction manual. Contamination occurred during the microbiological test sampling by the user facility. If additional information is received, this report will be supplemented.